Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. However, unit was received with scratched display window and cracked reservoir tube lip, case window corners, battery tube threads

Event description:
The customer reported receiving failed battery tests from the insulin pump after receiving and using a replacement battery cap. The customer was advised to discontinue use of the insulin pump and to return it for analysis and a replacement. The customer's blood glucose value was 65 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.